Event description:
End user states: the bar going from left to right across the underside of the seat of the rollator made a clean snap at the weld on the left side of the frame. Consumer stated this happened under normal use. In speaking with the user, he reported he tends to use the device as a replacement for a crutch since he has a bad leg and places his weight on the handles of the rollator. No injury.